Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged stopper was found during use with a syringe 0.3ml 29ga 12.7mm 10bag 500 wal. The following information was provided by the initial reporter, "pet owner inquired to find out where can she can get the 29g, 12.7, 3/10ml syringes. Explained we no longer manufacturing it and it has been discontinued. She reported in the previous box, she could not push the plunger rod, when she looked at the stopper, it was misshaped. Sample available -1." 7 occurrences were reported.